Manufacturer narrative:
No system errors were noted. Service was not needed, this is a reagent issue. Note: nineteen (19) patients were involved in this event. Bci has requested whether patient treatment was impacted in connection with this event. As of today no information was received.

Event description:
...

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc., (bci) regarding falsely high rheumatoid factor (rf) results generated by the immage 800 immunochemistry system for multiple patient samples. The specimens were re-tested using a different reagent lot number and obtained rf results were lower for some patients. The results were reported out of the lab. It is not known whether patient treatment was impacted.